Event description:
Customer reported an issue with the passport 2 monitor, which may have affected spo2 monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included reseating the unit's spo2 chips and cables, replacing the fan, and reprogramming the chips on the cpu board. The unit was calibrated and safety tested to factory specifications.